Event description:
On march 2, amazon customers commented that the product was the most difficult to understand and user-unfriendly, and that the app did not work. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent.